Event description:
Device report from (B)(6) indicates a rod was moving, the locking cap and screw were replaced. This is the first of two reports for this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.